Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations replicated / confirmed the customer reported complaint sparks seen over ceramic joint during use. The monopolar yaw pulley was found to exhibit thermal damage. No damage was found on the conductor wire but the instrument failed electrical continuity. Disassembly of instrument found that the conductor wire was disconnected from the yaw pulley. Damage suggests wire connection to hook shank failed and the silicone potting around the yaw pulley was compromised. The bare wire is exposed, which creates a path for arcing when energy is applied. Evidence points to arcing initiating at the wire disconnection point. The conductor cap was still attached to instrument, which provides some protection for wire, therefore it is unlikely that user handling caused the wire to disconnect. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This case was reviewed as part of a retrospective data analysis for monopolar instruments with conductor wire potting failures. Reassessment of the case including the customer reported information, failure analysis findings, and post market investigation findings has resulted in this case being reportable due to the severity of the cautery wire potting failure without an inconclusive root cause at this time. Investigation for this failure is ongoing, therefore the case will be reported and a follow up will be sent once additional information is received.

Event description:
During a da vinci si prostatectomy procedure sparks were seen over the ceramic joint of the permanent cautery hook instrument during use. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.

Manufacturer narrative:
Reassessment of the case including the customer reported information, failure analysis findings, and post market investigation findings has resulted in this case being reportable due to the severity of the cautery wire potting failure without a conclusive root cause at this time.